Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient¿s contact called fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. It was unknown what phase of treatment the patient was in when the leak began. It was also unknown where the leak was coming from exactly. The fluid leak was nothing more than some moisture noticed around the cassette; no fluid was leaking out of the cassette door. Additionally, no damage was noticed on the cassette. The patient was able to complete their treatment by performing a manual pd exchange. Upon follow-up, it was confirmed the patient was trained to perform stat drains as well. The patient¿s pd nurse was not notified of the event. However, it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient continued to use the liberty select cycler.

Event description:
A peritoneal dialysis (pd) patient¿s contact called fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. It was unknown what phase of treatment the patient was in when the leak began. It was also unknown where the leak was coming from exactly. The fluid leak was nothing more than some moisture noticed around the cassette; no fluid was leaking out of the cassette door. Additionally, no damage was noticed on the cassette. The patient was able to complete their treatment by performing a manual pd exchange. Upon follow-up, it was confirmed the patient was trained to perform stat drains as well. The patient¿s pd nurse was not notified of the event. However, it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient continued to use the liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.